Manufacturer narrative:
One (1) controller was returned for analysis. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed a controller fault alarm. This alarm most likely is due to a leaky diode on the automatic power switch (aps) circuit of the controller. The confirmed malfunction is related to the reported event. Heartware has opened an internal investigation. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the clinical staff that the patient experienced a controller fault alarm. The patient exchanged the controller at home with no reported consequences.